Event description:
It was reported that pump touchscreen responded slowly and often required several taps, which interfered with customer¿s ability to deliver boluses. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and alternate methods if needed, received education on touchscreen use and was approved for and sent replacement pump.